Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that underwent successful stent-assisted coil embolization procedure. Post-procedure, at 2 month- and 6 month-post procedure, modified rankin scale (mrs) was 0. Six-month post-procedure, the patient was retreated with additional coils. Approximately 7 month-post-procedure, silent infarct (non-clinically significant per physician) was observed. Small chronic infarct in the superior left cerebellar hemisphere appears new on imaging compared to initial procedure or retreatment 6 month-post-procedure. According to the site, the silent infarct was not related to the stent (subject device) and not related to the procedure. According to the clinical events committee (cec), the silent infarct was related to the stent (subject device) and to the procedure. The silent infarct was resolved without residual effects.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device did not show performance issue. The as reported events are known and anticipated complications to these types of procedures and patient condition, and are listed as such in the device dfu, therefore an assignable cause classification of anticipated procedural complication will be assigned to this complaint. Subject device implanted.

Event description:
It was reported that underwent successful stent-assisted coil embolization procedure. Post-procedure, at 2 month- and 6 month-post procedure, modified rankin scale (mrs) was 0. Six-month post-procedure, the patient was retreated with additional coils. Approximately 7 month-post-procedure, silent infarct (non-clinically significant per physician) was observed. Small chronic infarct in the superior left cerebellar hemisphere appears new on imaging compared to initial procedure or retreatment 6 month-post-procedure. According to the site, the silent infarct was not related to the stent (subject device) and not related to the procedure. According to the clinical events committee (cec), the silent infarct was related to the stent (subject device) and to the procedure. The silent infarct was resolved without residual effects.